Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux n y gastric bypass, while the device was being made ready by the scrub nurse and was not in contact with any tissue, the green firing button would not activate thus not allowing the device to fire. The device was changed for another handle to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux n y gastric bypass, while the device was being made ready by the scrub nurse and was not in contact with any tissue, the green firing button would not activate thus not allowing the device to fire. The surgeon was not able to squeeze the handle. The device was changed for another handle and reload to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. During functional testing of the instrument it was observed that the green firing button was not functioning properly. Engineering evaluation found that grasping mechanism within the instrument was damaged. The damaged component prevented the green firing button from functioning properly. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. Engineering evaluation determined that the most probable root cause of the observed damage was misuse of the product. If information is provided in the future, a supplemental report will be issued.